Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and gastrointestinal bleeding. Approximately six years and four months post filter deployment, a computed tomography (CT) revealed that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, six years four months of post deployment, a computed tomography of abdomen and pelvis with contrast was performed, and result showed that there was inferior vena cava filter perforation. 2 o'clock 7.1 mm with tip the posterior surface of small bowel. 12 o'clock 8.7 mm. 3 o'clock 7.5 mm the tip the surface of the abdominal aorta. 10 o'clock 4.5 mm. Inferior filter tilt was noted. Posterior tilt of 49.33 degrees and right-sided tilt of 14.82 degrees. Therefore , the investigation is confirmed for the perforation of the inferior vena cava ( ivc) and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2013). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and gastrointestinal bleeding. Approximately six years and four months post filter deployment, a computed tomography (CT) revealed that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.